Manufacturer narrative:
Unit received stuck on medtronic logo after battery insertion due to moisture damage on electronic board stack. Unable to verify history pointers failed. The history pointers are corrupted, post-reset ram crc alarm, trace pointers are invalid, hardware low level failures anomalies due to display anomaly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to display anomaly. Unit received with moisture damage on force sensor assembly and motor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.